Event description:
Complaint alleged that the brakes would set and hold but castors would still swivel. No injury alleged.

Manufacturer narrative:
Tech - brakes would set and hold but castors would still swivel. Tech found bed in the bed shop storage area. Brakes would set and hold but castors would still swivel. Replaced the two brake casters to resolve this issue.